Manufacturer narrative:
Correction: in initial report, had indicated that expiration date was not provided, however, this is a serialized console that has no expiration date. Additional information: serial number was provided and entered. UDI was provided and entered. Manufacturer date was provided and the month and year is 8/2016. The surgeon reported excessive bubbles in the capsular bag during the phaco segment. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Serial number is unknown as it was not provided. Expiration date is unknown as the serial number was not provided. UDI is unknown as serial number was not provided. Manufacturer date is unknown as the serial number was not provided. The surgery center is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a capsule tear occurred resulting in a vitrectomy procedure. A description from the surgery center indicated the procedure was in peristaltic mode and started with a bad mallugn ring; when taking the ring out it left iris tissue and the surgeon had to perform an old school rexis during the irrigation and aspiration mode. At first, the healon was not coming into the tip, but then went quickly. The rexis ran around and the capsular tear occurred requiring a vitrectomy. The surgeon indicated during the vitrectomy segment, it was not handling the removal well. Although, it was cutting, the aspiration wasn't pulling very well and very sluggish. Because of the poor irrigation and aspiration in vitrectomy mode, there was no capsular support left, therefore, the intraocular lens was cut and left the patient aphakic. The surgery center is contributing the event to the signature pro phacoemulsification equipment and the model opo73 tubing pack model. No service was requested, and the surgery center has switched to opo71 tubing pack models and no problems now as all surgeons are using model opo71 tubing pack now with no problem. This report is for the phacofragmentation unit. A separate report will be submitted for the tubing pack model opo73.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.